Event description:
It was reported that the pt did not feel stimulation when the neurostimulator was turned on, even when the amplitude was increased up to 10 volts. The battery was reading ok, and the pt had felt stimulation prior to (B)(6) 2011. Impedances were found to be high, but not completely out of range. The MFR representative reported he would try to reprogram the pt to address pain coverage. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).